Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the implantable neurostimulator (ins) had reached end-of-service (eos). Follow up information received reported that the eos on the ins was considered normal battery depletion. It was noted that the patient experienced a gradual loss of stimulation and a return of their pain. In addition, it was reported that the patient had two surgeries but finally had stimulation that provided pain relief. If additional information is received, a follow up report will be sent. See manufacturer's report #s 9614453-2012-00140 and 3007566237-2012-02153 for other device issues with this patient.